Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 occurred. Reportedly, the customer had filled the cartridge with 300 or less units of insulin. It was reported that an empty cartridge alarm occurred as well. Customer¿s blood glucose value was 158 mg/dl. Reportedly, a new cartridge was loaded to address the event.